Event description:
The following were reported to hamilton medical ag: the ventilation was cancelled while the device was used on a patient and when it entered ambient mode it began alarming. No harm to the patient. Technical faults with internal reference numbers: (B)(4). (Tfaagl_ambientfailuredetected), (B)(4), (tfalls_amvreferror), (B)(4),(tfalls_ambientfailuredetected) were reported by customer.

Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report.

Manufacturer narrative:
Investigation outcome: it was reported that device alarmed for following technical faults and switched into ambient during ventilation. Tf485001 tfaagl_ambientfailuredetected. Tf446026 tfalls_amvreferror. Tf446029 tfalls_ambientfailuredetected. No health consequences or impact occurred. The incident resulted in medical intervention, however, no detail of nature of intervention was provided. No device logs were provided for this complaint. After several attempts, no further information was received. However, hamilton medical ag was informed that the technician on site replaced the control board for cautionary reasons. Device passed all tests and functioned as intended. This case is considered as closed.